Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirted out during the manual prime. Unable to leave the prime loop. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched display window, scratched case, cracked belt clip slot and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.